Event description:
It was reported that the patient had a pdm that started smoking when the charger was plugged in. The patient also reported that the battery would only hold a charge for 8 to 12 hours. The patient reported that the battery has never been exposed to high heat. No further details to report.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the pdm issue causing smoking. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.